Manufacturer narrative:
As reported, granuloma was found post-usage of avitene. Based on the information provided, no conclusion can be made as to the extent to which the use of avitene powder may have caused or contributed to the patient's alleged postoperative granulomas. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient underwent a procedure with usage of avitene, after which a granuloma was found. Cleaning was performed after placing the avitene and hemostasis achieved. It was reported that the patient is currently being treated.